Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and undersensing were noted on the right atrial (ra) lead and the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced on the ra lead and the rv lead. Diagnostic imaging was performed and kinking due to clavicular crush was observed on the ra lead and the rv lead. The device was reprogrammed. The patient was in stable condition and will continue to be monitored.